Event description:
The customer observed falsely elevated sodium results on the architect c4000 processing module, (B)(6), for one patient. The result was not reported. The sample was repeated with lower results. The following data was provided: sid (B)(6) processed on (B)(6) 2025 initial result = 161 mmol/l repeat = 138 mmol/l. Reference range = 136-145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results on the architect c4000 processing module, (B)(6), for one patient. The result was not reported. The sample was repeated with lower results. The following data was provided: sid (B)(6), processed on (B)(6) 2025 initial result = 161 mmol/l repeat = 138 mmol/l reference range = 136-145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for discrepant results included a search for similar complaints, and the review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. Service inspected the module and determined the ict to ict pre amp cable (B)(6) lot # sz730005304) the likely cause and replaced the part to resolve the issue. Issue resolution was verified with a passing ict precision run. The instrument service history review revealed one additional ticket associated with discrepant/erratic sodium results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 processing module did not identify any increased complaint activity. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000, serial # (B)(6) or the ict to ict pre amp cable (B)(6) was identified.